Event description:
It was reported that the patient experienced the device stopped working due to a hole in the tubing from pump to cylinder resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.